Event description:
The customer reported failed calibrations with high relative light units (rlu's) involving unicel dxi 600 access immunoassay system. There was no pt impact. The field service engineer (fse) went to the facility and assessed the unit.

Manufacturer narrative:
The field service engineer (fse) performed system check with failed washed portion. The fse inspected and discovered the aspirate peri-tubing split in multiple places. The fse replaced the peri-tubing and the peristaltic pump. The unit conformed to the MFR's specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.